Manufacturer narrative:
The device was returned to zoll medical corporation. The reported problem was verified and attributed to the variable resistor on the main board. The main board was replaced to resolve the issue. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device prompted a "self test failure for p/s v out of range" message. Complainant indicated that there was no patient involvement in the reported malfunction.